Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with an unspecified mentor saline breast prosthesis on the right breast and suffered breast implant deflation, post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement with two 225cc mentor smooth round moderate profile saline prostheses (catalog: 3501630) on (B)(6) 2022.

Manufacturer narrative:
On december 16, 2022, the mentor failure analysis lab received the device for evaluation. On december 28, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline breast implant had two (2) areas of shell abrasion on the posterior view. Additionally. A tear (a) was observed within an area of shell abrasion, measuring approximately 0.5 cm and a tear (b) was also observed within the second area of shell abrasion, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.